Manufacturer narrative:
Na

Event description:
It was reported that the nurse went to lower the side rail on the stretcher and pinched her finger between the top of the side rail and the perpendicular side brace. Additionally, it was reported that the nurse allegedly fractured the tip of her finger.